Event description:
A falsely elevated ctni result of 4.09 ng/ml was obtained on the xpand. The sample was re-tested and a result of 0.03 ng/ml was obtained. The sample was tested on another xpand and a result of 0.06 ng/ml was obtained. The were no adverse health affects to the pt due to the erroneous result being reported. Pt treatment was not prescribed or altered as a result of the erroneous result. Analysis of the instrument filter data indicates that the erroneous result was likely caused by sample mishandling or sample mix-up.